Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), lead impingement, leaflet tethering, enlarged atrium, and a central large gap (approximately 1.3 cm) for a triclip procedure. It was noted that there were difficulties visualizing a triclip xt due to a combination of patient anatomy and it being the second clip. The xt clip was unable to grasp and maintain septal leaflet capture after closing. After several attempts to implant the clip at mid/central a/s (anterior and septal leaflets), a flail chorda was noted. There were no additional treatments or adverse patient sequelae. The tr was reduced to grade 4-5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (enlarged atrium and a central large gap (approximately 1.3 cm)). Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to a combination of patient anatomy and this clip being the second clip that was being attempted to be implanted. Unspecified tissue injury appears to be related to procedural conditions associated with several attempts to grasp and capture the leaflets to implant the clip. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.